Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital (B)(6); reported here as it exceeded the character limit for the designated field. Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was to be implanted to treat esophageal cancer in the esophagus during an esophageal stent placement procedure performed on (B)(6) 2026. During the procedure, the stent was failed to fully expand after deployment. Another ultraflex esophageal stent was used to complete the procedure. There were no patient complications as a result of this event and the patient condition following the procedure was stable.